Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head fall off in mouth: oral-b refills (device breakage). Case narrative: consumer stated via email that oral-b brush head fall off the toothbrush in their mouth. No injury was reported.